Manufacturer narrative:
It was reported that an unexpected shutdown occurred during guidance. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the communication failure was due to a shared memory error.

Event description:
While attempting to clear robot arm as approaching, an unexpected system shutdown occurred. Communication failure following clicking on screen. No collision, no unexpected movement. System restarted, and cleared. Delay was inferior to 5 minutes.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
While attempting to clear robot arm as approaching, an unexpected system shutdown occurred. Communication failure following clicking on screen. No collision, no unexpected movement. System restarted, and cleared. Delay was inferior to 5 minutes.